Event description:
A 5-level cervical plate fractured in-situ. Revision surgery was performed to remove and replace the devices. The pt had a 3-level pseudoarthrosis. The devices were all returned for analysis.

Manufacturer narrative:
Explanted parts and x-rays were received and analyzed. The explanted screws showed no evidence of failure or defect. The plate was fractured in two places, through the screw holes at each fracture. Materials analysis has not been completed yet. The x-rays and conversation with the surgeon indicate that the pt did not fuse at any of the operative levels, which led to excessive loading on the implants and ultimately the plate failure. This is the first report of this nature that has been received with this product.